Event description:
Patient reports ongoing issues with contact lenses and contact lenses becoming torn during use. In one instance, date not provided, the patient experienced eye pain on instilling a new lens. The lens was removed and found to be damaged (torn). The pain continued for multiple days and the patient sought medical treatment. The patient states they were informed of a corneal abrasion which was becoming infected. The patient states they were told to temporarily discontinue lens use (2 weeks) and prescribed two unspecified medications and an over the counter eye drop. Upon resuming lens use, the patient had another contact lens which tore upon insertion. The patient was unable to remove both portions and sought medical assistance for removal. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to allegation of infection, unconfirmed diagnosis, lack of medical information, and unknown resolution. This event is being reported in the us and does not meet the minimum criteria of an adverse reportable event in any other country or region where the product is sold. No lenses received for evaluation, it is unknown if the device caused or contributed to the patient's condition. Medical information received after the date of this justification will be assessed to determine if the event is reportable. Received additional medical information from treating ophthalmologists on 30 september after original submission. On multiple occasions patient has had contact lenses tear during use and/or removal and has been seen for assisted lens removal. On one occasion the patient had a minor corneal epithelial defect (staining) and was prescribed moxifloxacin. The treating physician indicates the incident did not result in any permanent condition and medical interventions or medications prescribed were not to prevent or preclude a permanent injury or impairment of eye function or structure. Based on new medical information received, this event does not meet the criteria of a reportable adverse event.

Manufacturer narrative:
Additional medical information received, based on new information this incident does not meet the criteria of a reportable adverse event.

Manufacturer narrative:
Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or non-conformances were found. A review of quality records indicates no additional customer complaints have been received for the identified lot number. As such, no root cause could be established.

Event description:
Patient reports ongoing issues with contact lenses and contact lenses becoming torn during use. In one instance, date not provided, the patient experienced eye pain on instilling a new lens. The lens was removed and found to be damaged (torn). The pain continued for multiple days and the patient sought medical treatment. The patient states they were informed of a corneal abrasion which was becoming infected. The patient states they were told to temporarily discontinue lens use (2 weeks) and prescribed two unspecified medications and an over the counter eye drop. Upon resuming lens use, the patient had another contact lens which tore upon insertion. The patient was unable to remove both portions and sought medical assistance for removal. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to allegation of infection, unconfirmed diagnosis, lack of medical information, and unknown resolution. This event is being reported in the us and does not meet the minimum criteria of an adverse reportable event in any other country or region where the product is sold. No lenses received for evaluation, it is unknown if the device caused or contributed to the patient's condition. Medical information received after the date of this justification will be assessed to determine if the event is reportable. Patient did not specify which eye or device was involved in any of the incidents and did not provide lot information of the device being used at the time. In an effort to complete a thorough investigation, it was required the patient return the available devices to the manufacturer. Multiple contact lens of various lot numbers returned for investigation. As lens/lot involved in the incident cannot be identified, all devices (lot numbers) returned for analysis are being reported on as listed below. Report number: 2640128-2021-00007 / manufacturer reference: (B)(4) / device lot number: 3614505118. Report number: 2640128-2021-00008 / manufacturer reference: (B)(4) / device lot number: 3614504359. Report number: 2640128-2021-00009 / manufacturer reference: (B)(4) / device lot number: 3614504156.